Manufacturer narrative:
The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the tip of the injector went through the cartridge during handling but prior to insertion. The rod was pushing through the plastic of the cartridge. During follow-up, it was clarified that the cartridge tip was damaged, but there was no patient contact. It was stated that there was nothing wrong with the handpieces. No additional information was provided to abbott medical optics.